Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 01:44:36. During night drain cycle one, the patient's ultrafiltration reading was 724 ml, indicating the home patient (hp) drained 724 ml more than their maximum programmed fill volume of 1000m l. No further information was available.

Manufacturer narrative:
(B)(4). This complaint is an ancillary service event. The report of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.